Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 7f exoseal vascular closure device (vcd) never turned fully black even after the device was completely withdrawn from the body. Hemostasis was achieved with 30 minutes of manual compression. There were no reported injuries to the patient. The device was used after an intracranial aneurysm surgery. The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). The standard operating procedures for the exoseal vcd were followed. There were no visible signs of device or packaging damage before use. One exoseal device was used. An 8f non-cordis sheath was used at the arterial site. The femoral artery was verified as suitable via angiography, including insertion angle. Vessel diameter was confirmed to be =5mm. There was no visible calcium, plaque, stent, or >50% stenosis at or near the puncture site. The site had not been closed with a device or manual compression within 30 days prior, and there were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. The indicator window subsequently achieved the black/white/red position as expected. A high-magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) never turned fully black even after the device was completely withdrawn from the body. Hemostasis was achieved with 30 minutes of manual compression. There were no reported injuries to the patient. The device was used after an intracranial aneurysm surgery. The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). The standard operating procedures for the exoseal vcd were followed. There were no visible signs of device or packaging damage before use. One exoseal device was used. An 8f non-cordis sheath was used at the arterial site. The femoral artery was verified as suitable via angiography, including insertion angle. Vessel diameter was confirmed to be =5mm. There was no visible calcium, plaque, stent, or >50% stenosis at or near the puncture site. The site had not been closed with a device or manual compression within 30 days prior, and there were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until bleed-back significantly slowed or stopped. The physician did not place the thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.